Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath the lifevest. The patient's nurse used (B)(6) cream on the rash. After using the cream, it was reported that the rash had improved.